Event description:
The customer reported the ventilator restarted while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician verified a diagnostic code in the ventilator log history that indicated a ventilator restart, and further servicing is being performed.

Manufacturer narrative:
Unit is still under service evaluation.